Manufacturer narrative:
The local area field representative was contacted for additional information regarding the initial reporter's contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 128 ohms. Review of shock impedance trends showed measurements were typically in the mid-90 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.